Event description:
A pt underwent an x-stop procedure at level l4/l5. It was reported that approximately a year later, the implant was removed due to pain. A posterior lumbar interbody fusion (plif) was performed. No other info was provided.

Manufacturer narrative:
Device not returned, follow up conversation with company rep.